Event description:
It was reported that the right ventricular (rv) lead's high voltage (hv) impedance was high and out of range. A review of episodes noted both vectors were out of range and damage to the rv lead was suspected. Rv lead replacement was suggested as there was a concern with regards to adequate therapy not being delivered. The information was relayed to the physician. No other issues were observed on the rv lead and there were no instances of therapy not delivered, no inappropriate shocks. The physician opted to monitor the rv lead and forgo the procedure due to the patient's advanced age and risks involved. The information was passed on to the patient and their family who were made aware of the risks, understood and opted for monitoring. The patient was stable.